Event description:
It was reported that the user experienced repeated loss of dexcom g7 signal to the ilet while the g7 mobile app continued to receive readings; during the call the user was receiving glucose values, and a support agent verified ilet firmware, bluetooth version, and battery status and sought additional guidance. Symptoms included no clinical symptoms. Outcomes included no impact to health and no medical intervention. Investigation included customer support review and verification of device settings. Investigation of this case revealed an intermittent communication issue between the ilet and the cgm transmitter, with no hardware failure confirmed and no alarms reported on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an unconfirmed communication disruption.